Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated at the service and repair center. As per customer's complaint of wireless foot pedals not working, this was due to low batteries. Replacement of batteries will correct the problem. However, there are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed. There will be no box label or wireless footswitch repair record attached to the file. Furthermore, no lot numbers were provided which precludes conducting a manufacturing record evaluation. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The serial/lot number was unknown. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales-rep via cst tool that during internal service activities such as calibration it was found that the foot pedals of two the vapr vue wireless foot switches are not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Device code: it was inadvertently documented on the initial report that the device was not returned for investigation. Both fields have been updated to reflect that the device was returned and evaluated. Device evaluation: the complaint device was received and evaluated at the service and repair center. As per customer's complaint of wireless foot pedals not working, this was due to low batteries. Replacement of batteries will correct the problem. However, there are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Since the unit will not ship, and testing will not be completed. There will be no box label or wireless footswitch repair record attached to the file. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.